Manufacturer narrative:
The reported event that the black port cover was missing was confirmed through the visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the led cover was identified to be missing. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility, the led cover was identified to be missing. No patient involvement or procedural delays were reported with this event.